Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shafts of the two returned used wands are partially melted, closer to the tip side. Rust is found on the shaft of one wand under the insulation from saline ingress. The two used devices were returned with their cables cut. No original packaging was returned for the two used wands. Eight un-used wands were returned along with the two used wands. A functional evaluation revealed the two used wands could not be tested due to their cables being cut off of the device. Due to the condition the device was returned in, it could not be tested for errors. The complaint of a melted shaft was confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors that could have contributed to the reported event include: 1) contact with metal objects while activating the wand, 2) a short between the active and return electrode, 3) or fluid ingress causing an inadequate seal to the shaft insulation. The complaint of errors was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an shoulder arthroscopy two(2) werewolf flow 90 displayed an error message and immediately the electrode stop working, it was noted that the black shaft on the extreme (3 cm before the tip) looked melted, another electrode was used, and the same event happened. The surgeon mentioned that on the second electrode he noticed the defect on the shaft prior to using it (right after removing from packaging). For first one, he didn¿t pay attention. The second electrode worked a couple seconds, then it displayed an error message, then he tried again and it worked a couple seconds again, followed by another error message. The procedure was completed with a non-significant surgical delay using a different surgical technique by using a shaver. No further complications were reported.